Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort") and nervousness ("getting little nervous"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort and nervousness outcome was unknown. The reporter provided no causality assessment for nervousness, pelvic discomfort and pelvic pain with essure. The reporter commented: on (B)(6) 2015, how soon after did you all feel releif from all these side effects like hip/ back pain, irritability, bloating, headaches, hair loss? And when did you notice weight loss? Getting a little nervous. She had 3 incision, one incision in belly button a one on each hip. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), nervousness ("getting little nervous"), pruritus ("itchy palms and feet") and pruritus generalised ("whole body itchy"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort and nervousness outcome was unknown and the pruritus and pruritus generalised had resolved. The reporter provided no causality assessment for nervousness, pelvic discomfort and pelvic pain with essure. The reporter considered pruritus and pruritus generalised to be related to essure. The reporter commented: on 09-apr-2015, how soon after did you all feel releif from all these side effects like hip/ back pain, irritability, bloating, headaches, hair loss..? And when did you notice weight loss? Getting a little nervous. She had 3 incision, one incision in belly button a one on each hip. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received. Events "itchy palms and feet" and "whole body itchy" was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), nervousness ("getting little nervous"), itching both hands ("itchy palms and feet"), pruritus generalised ("whole body itchy"), cardiovascular disorder ("poor circulation") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, nervousness, cardiovascular disorder and carpal tunnel syndrome outcome was unknown and the itching both hands and pruritus generalised had resolved. The reporter considered cardiovascular disorder, carpal tunnel syndrome, itching both hands, nervousness, pelvic discomfort, pelvic pain and pruritus generalised to be related to essure. The reporter commented: on (B)(6) 2015, how soon after did you all feel releif from all these side effects like hip/ back pain, irritability, bloating, headaches, hair loss..? And when did you notice weight loss? Getting a little nervous. She had 3 incision, one incision in belly button a one on each hip. Concerning the injuries reported in this case, the following one was reported via social media: cardiovascular disorder and carpal tunnel syndrome. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event poor circulation and carpal tunnel were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), nervousness ("getting little nervous"), itching both hands ("itchy palms and feet"), pruritus generalised ("whole body itchy"), cardiovascular disorder ("poor circulation"), carpal tunnel syndrome ("carpal tunnel") and arthralgia ("left hip hurt"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, itching both hands and pruritus generalised had resolved and the pelvic discomfort, nervousness, cardiovascular disorder, carpal tunnel syndrome and arthralgia outcome was unknown. The reporter considered arthralgia, cardiovascular disorder, carpal tunnel syndrome, itching both hands, nervousness, pelvic discomfort, pelvic pain and pruritus generalised to be related to essure. The reporter commented: on (B)(6) 2015, how soon after did you all feel releif from all these side effects like hip/ back pain, irritability, bloating, headaches, hair loss..? And when did you notice weight loss? Getting a little nervous. She had 3 incision, one incision in belly button a one on each hip. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), nervousness ("getting little nervous"), itching both hands ("itchy palms and feet"), pruritus generalised ("whole body itchy"), cardiovascular disorder ("poor circulation"), carpal tunnel syndrome ("carpal tunnel") and arthralgia ("left hip hurt"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, itching both hands and pruritus generalised had resolved and the pelvic discomfort, nervousness, cardiovascular disorder, carpal tunnel syndrome and arthralgia outcome was unknown. The reporter considered arthralgia, cardiovascular disorder, carpal tunnel syndrome, itching both hands, nervousness, pelvic discomfort, pelvic pain and pruritus generalised to be related to essure. The reporter commented: on (B)(6) 2015, how soon after did you all feel releif from all these side effects like hip/ back pain, irritability, bloating, headaches, hair loss..? And when did you notice weight loss? Getting a little nervous. She had 3 incision, one incision in belly button a one on each hip. Concerning the injuries reported in this case, the following one was reported via social media: cardiovascular disorder, carpal tunnel syndrome, arthralgia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event left hip hurt, outcome of the vent pain was updated to recovered from unknown and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report